Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas for pancreatic drainage during an endoscopic transgastric drainage of pseudocyst procedure performed on (B)(6) 2024. During the procedure, the axios stent second flange did not deploy. The stent was removed partially deployed together with the delivery system, and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an electrocautery enhanced delivery system was received for analysis; the axios stent was not returned. Visual examination of the returned device found no damages in the delivery system. Product analysis did not confirm the reported event of stent partially deployed as the stent was not returned. However, stent partially deployed is noted within the instructions for use (IFU) as possible adverse event associated with the use of the device. Therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the IFU/product label.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas for pancreatic drainage during an endoscopic transgastric drainage of pseudocyst procedure performed on (B)(6) 2024. During the procedure, the axios stent second flange did not deploy. The stent was removed partially deployed together with the delivery system, and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable.